Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured varying atrial lead impedance. Some measurements were high, out-of-range. All other lead measurements were acceptable and stable. The clinician also reported noisy atrial signals. A guidant technical services consultant suspects that device to lead connections may be incomplete and recommended troubleshooting exercise.